Manufacturer narrative:
The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the root cause of the positioning issues was determined to be use related as the pump was pulled back out of the left ventricle during repositioning. The pump was unable to recross the valve, wireless recrossing the valve is not permitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After the impella was placed and started the impella the pump slipped out of the ventricle, resulting in removal of this impella. This impella was removed and a new impella placed. There was no patient harm reported.